Manufacturer narrative:
This report is still under investigation at this time.

Event description:
A male patient with an angulated neck underwent aaa repair in 2007. The patient received a zenith main body, two zenith iliac and the procedure was completed without reported incident. In 2009, the patient underwent a secondary procedure possibly due to a type I endoleak. The original device may have landed low. The physician placed a zenith renu cuff. The current status of the patient is unknown.